Manufacturer narrative:
Concomitant medical products: mcs-p3-3143, transcatheter valve, implanted: (B)(6) 2012; 3889-28, interstim urinary mgu lead, implanted: (B)(6) 2013; 3058, interstim urinary mgu ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) coil impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.